Event description:
Information was first received on (B)(6) 2021 from a patient who was implanted with an implantable neurostimulator (ins) for urinary dy sfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient saw a message that said their implant battery was 20 percent and they started struggling trying to recharge their ins but can't. Patient said they don't have their follow-up appointment until next week. During call, troubleshooting steps were performed. It was reviewed labeling information about recharging over an unhealed wound and patient said: it's gone. Patient was redirected to check with their healthcare professional (hcp) about recharging prior to their follow-up. More information was received on (B)(6) 2021 with patient further reporting that their incision appears to be healed however they couldn't feel the ins under the skin. It was reviewed swelling may still be present which could be the reason for recharging difficulties. It was further reviewed risks of charging over unhealed pocket. Patient was recommended to allow more healing time and to follow up with hcp. Additional information was received from a manufacturer representative (rep) reporting that patient was having a hard time connecting to the ins. They mentioned the handset is pairing to the recharger. They stated that as soon as the recharger makes a connection, the coupling would be lost. They are scheduled to see the patient at the hcp follow up. Reviewed with rep to assess pocket and have patient bring all external equipment to follow up. On (B)(6) 2021 the rep reported that patient is having difficulty with recharging since implant. Rep said if the patient puts more pressure on the recharger then it would allow connection. Assessment of pocket revealed that rep can only feel one segment of the implant, thus device is likely at an angle in the body. Rep said she'll have patient lay on the recharger to recharge. Rep also said patient reported intermittent shocking sensation at the pocket site when patient tried to recharge. Pushing against the implant with the hand does not cause shocking sensation. Technical services(ts) recommend using a layer of clothing to prevent the shocking sensation when recharging. Rep plans to discuss with hcp (healthcare professional) if patient continues to have difficulty with recharging. On 2021-nov-23 additional information was received from a manufacturer's representative via the healthcare professional (hcp): they tried the cloth between the skin and the recharger and the recharging issue continued and the shocking continued. Recharging was not possible and the patient had shocking if they could get it to recharge, which was very seldom. The hcp moved the implant to a more medial shallow pocket due to recharging and shocking issues. During the revision case impedances were tested and were fine/all within range, and recharging was tested to resolve the issue, the implant was charged from less than 10% to 40%. The issues were resolved. [See related pe (B)(4) - issue connecting to ins]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.